Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. The ICD was interrogated, as the cause of death is unknown. The patient suffered from multiple medical conditions.